Event description:
The customer reported that according to the age of the battery it will need replacement. However, the philips field service engineer identified a problem with the battery. There was no pt involvement.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.